Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs, both have red particles in the shell, cloudy in the gel, crease fold and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.